Event description:
Related manufacturer reference number: 2017865-2025-16808. Related manufacturer reference number: 2017865-2025-16810. It was reported that the patient has deceased. The cause of death was ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) right ventricular (rv) and right atrial (ra) leads were explanted. No additional information was reported.

Manufacturer narrative:
The reported event was patient deceased. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual inspection of the lead did not find any anomalies except for procedural damage.